Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that there were concerns of loss of capture (loc) on this cardiac resynchronization therapy pacemaker (crt-p) system. Technical services (ts) reviewed the data and signs of loc were noted on the right ventricular (rv) lead and left ventricular (lv) lead; however, it was not conclusive. No adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that there were concerns of loss of capture (loc) on this cardiac resynchronization therapy pacemaker (crt-p) system. Technical services (ts) reviewed the data and signs of loc were noted on the right ventricular (rv) lead and left ventricular (lv) lead; however, it was not conclusive. No adverse patient effects were reported. This lv lead remains in service.